Event description:
Procedure: lap gastric bypass. According to the reporter, the instrument was fired when fully articulated. The instrument firing handle skipped after the second handle squeeze. This occurred on three consecutive firings and resulted in partial firings. This occurred on the top portion of the stomach at the second to the last firing. The surgeon used another device to complete the firing while removing some additional tissue due to the partial firings. This extended the surgery by more than 30 minutes.

Manufacturer narrative:
(B)(4).